Manufacturer narrative:
Clinical review: a clinical investigation was performed. While a temporal relationship with pd therapy via the liberty cycler and the patient¿s hospitalization for nausea and vomiting exists; there is no objective evidence which indicates a liberty cycler malfunction or product deficiency was associated with the event. The cause of the patient¿s nausea and vomiting cannot be concluded with the available information. However, it was reported that the nausea and vomiting was an ongoing issue. Gastrointestinal symptoms, such as nausea and vomiting, are not uncommon in end stage renal disease patients on dialysis and may have many different etiologies. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis( pd) contact for a pd patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for assistance to bypass into a drain and during the call the patient contact reported the patient had to go to the hospital (unspecified). Upon follow up, the peritoneal dialysis nurse (pdrn) stated the patient was hospitalized on (B)(6) 2018 and discharged the same day, however the patient went back to the hospital for the same issue on (B)(6) 2018. Pdrn stated that the patient went to the hospital due to nausea and vomiting. Pdrn stated that the patient has had the nausea and vomiting for a long time. Pdrn stated that the nausea and vomiting is not pd therapy related and has not had any issues with the cycler. Pdrn stated that the patient has not been discharged.

Event description:
Clinic review: a clinical investigation was performed. A temporal relationship with pd therapy via the liberty cycler and the patient¿s hospitalization for worsening sepsis due to persistent e. Coli peritonitis (characterized by increasing abdominal pain, nausea and vomiting) which resulted on removal of the pd catheter (not a fresenius product) and transition to hd therapy. However, there is no objective evidence which indicates a liberty cycler malfunction or product deficiency was associated with the event. At this time, it cannot be determined what exactly caused the patient¿s e.coli peritonitis. Escherichia coli which a known colonizer of the human gastrointestinal tract and is a common cause for gram negative peritonitis infection. The patient was being concomitantly treated for enterocolitis which may have been a contributing factor.

Manufacturer narrative:
Information in the complaint file was reviewed and the clinical investigation was amended to include new information received in medical records on 9/nov/2018. On (B)(6) 2018, this male patient on continuous cycling peritoneal dialysis (ccpd) contacted customer support while in dwell 1 and requested assistance with bypassing to drain to go to the hospital. During follow-up, it was discovered the patient was previously hospitalized on (B)(6) 2018 for escherichia coli (e. Coli) peritonitis and enterocolitis with septic shock (further investigated under (B)(4)). Subsequently, on (B)(6) 2018 (less than 24 hours after hospital discharge), the patient went back to the hospital with increasing abdominal pain that radiated to his scrotum, and nausea/vomiting and the patient was presumes to have worsening sepsis from persistent e. Coli peritonitis due to failing to respond to antibiotic therapy. The patient was initially treated with the antibiotic merrem (unknown dose, route and frequency) and antifungal micafungin (unknown dose, route and frequency). After consult with infectious disease, the patient was subsequently changed to ancef (unknown dose, route and frequency) and fluconazole (unknown dose, route and frequency) due to elevated (>500) fungitell levels. Additionally, the patient had his pd catheter (not a fresenius product) removed on (B)(6) 2018 and underwent placement of a hemodialysis catheter. The patient was transitioned to hd while hospitalized without any recorded issue. The patient was also hypokalemic most likely secondary to nausea and vomiting and had an elevated lipase level suggestive of possible pancreatitis. The patient was discharged on 6/nov/2018 in stable condition continuing hd on an outpatient basis. The patient will continue antibiotic therapy with ancef 2 grams after hd and diflucan 200 mg for 2 weeks.

Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.